Event description:
It was reported by the patient that they were inappropriately shocked by cardiac resynchronization therapy defibrillator (crt-d) while getting a cervical ablation. Technical services (ts) explained the process for getting a boston scientific representative to a procedure. Ts gave the patient the contact information to give to the physician. The device remains in use. No additional adverse patient effects were reported.